Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a representative for the patient that the patient received 16 shocks due to a problem with their right ventricular (rv) lead. The rv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.